Event description:
A customer reported that an infusion pump under delivered during a chemotherapy treatment. The drug reservoir did not appear to be emptying at the proper rate. The customer switched the patient to another infusion pump to continue therapy. There was no patient injury involved with this incident.